Manufacturer narrative:
The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr qc 2: 5.2 inr qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meters patient result memory. Therefore it is questionable if the complaint is justified. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. It was not known if the venous blood sample was applied to the test strip within 30 seconds. Per product labeling, apply the sample to the test strip within 30 seconds when using venous blood. Product labeling states that blood application later than that may produce an inaccurate result as the coagulation process will have begun. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from a coaguchek xs meter serial number (B)(4). At 3:26 pm, the meter result was 5.5 inr. At 3:28 pm, the meter result was 1.9 inr. Blood was collected via pic line with a syringe for both tests. The therapeutic range was 2.0-3.0 inr.